Manufacturer narrative:
(B)(4).

Event description:
It was reported " when preparing for implantation of central lumen heparinization, it was found that the balloon membrane at the tip of the balloon was detached from the central lumen, so the balloon could not be used". Additional information states that to continue therapy the iab was replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped; furthermore, the distal end of the bladder was noted no longer attached to the iabc distal tip and was noted within the bladder membrane. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other damage or other abnormality was noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. Upon further inspection, the iabc distal tip was still fully intact with the central lumen. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon membrane at the tip of the balloon was detached from the central lumen" is confirmed. During the visual inspection, the distal end of the bladder was no longer attached to the iabc distal tip. A leak was noted from the distal end of the intra-aortic balloon catheter (iabc) bladder membrane during the functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported " when preparing for implantation of central lumen heparinization, it was found that the balloon membrane at the tip of the balloon was detached from the central lumen, so the balloon could not be used". Additional information states that to continue therapy the iab was replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".